Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose results. The customer is concerned with test results from back to back blood tests of 155, 162, 289 and 211 mg/dl. Customer confirmed he used the same blood drop with the back to back tests. The customer's expected fasting blood glucose test result range is 120 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer called in states the meter is reading high.